Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 407 mg/dl at the time of the incident. The customer¿s current blood glucose was 184mg/dl. Customer treated with manual injections. Troubleshoot was performed and insulin pump passed hp test. Advised to change entire set, reservoir and insulin and treat per hcp's instructions. Product will not be returned for analysis.